Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted with two proglide devices with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of both proglide devices. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Visual inspections were performed on the returned device. The needle to cuff miss was confirmed to be a failure to capture the tissue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.